Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing and varying impedance. It was noted during revision of the lead that the right ventricular (rv) lead had rough insulation which was observed to be damaged with blood ingression. The leads were explanted and replaced. No patient complications have been reported as a result of this event.